Event description:
It was reported patient had high impedances on one lead and lost effective therapy as a result. Investigation was unable to identify which lead attributed to the issue. To address the issue, patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4) , serial: (B)(6), batch: 4640026.